Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the onset date of patient's vt was on (B)(6) 2022. The patient had history of arrhythmia and had implantable cardioverter-defibrillator (ICD) implanted pre-left ventricular assist device (lvad). The arrhythmia in this event was not thought to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away due to heart failure. The outcome was not considered to be device or therapy related. An autopsy was not performed. The device will not be explanted and will not return of analysis. It was further reported that the cause of death was end-stage renal disease (esrd), and recurrent ventricular tachycardia (vt).